Event description:
It was reported that a dependent patient presented to the operating room for a routine device change out. When the physician used electrocautery to open the pocket, inhibited pacing was noted. The pulse generator was in backup vvi mode. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.